Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place your sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a pussy rash with raw skin. Patient was taken to the emergency room on (B)(6) 2015 for medical intervention. Doctor described the reaction as an environmental allergic reaction to dexcom patch and was prescribed a steroid, brand name unknown, to treat the rash. Additionally, patient was prescribed benadryl and pepcid for unknown reasons. Patient was released at 3:30 am on (B)(6) 2015. At the time of contact patient was reported to be treating the rash and doing ok. No additional event or patient information is available.